Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no other devices. The inner shaft was completely separated at the distal end of the guidewire exit notch. The separated end was jagged and stretched indicating the separation was due to tensile overload. The balloon was circumferentially torn. The inner shaft, distal end of the balloon, markerbands and tip were not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-may-2018. It was reported that crossing difficulties were encountered. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation but was not able to cross the lesion. The procedure was completed with a different device. No patient complications nor injury were reported. However, returned device analysis revealed balloon torn circumferentially and shaft detached/separated.